Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a k stricture within the cardia and lower third of the esophagus. During the procedure, approximately 75% of the stent was deployed when the deployment suture became blocked. Subsequently, the stent could not be deployed any further. The partially deployed stent was removed from the patient. It was reported that the patient experienced bleeding as a result of this event. However, the bleeding was resolved using "endoscopic techniques." The procedure was completed with another ultraflex esophageal covered stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a k stricture within the cardia and lower third of the esophagus. During the procedure, approximately 75% of the stent was deployed when the deployment suture became blocked. Subsequently, the stent could not be deployed any further. The partially deployed stent was removed from the patient. It was reported that the patient experienced bleeding as a result of this event. However, the bleeding was resolved using "endoscopic techniques." The procedure was completed with another ultraflex esophageal covered stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 160 mm. No issues were noted with the profile of the device. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.